Event description:
It was reported that the unspecified bd¿ pen needle was blocked and failed to deliver medication during use. The following information was provided by the initial reporter: "needle blocked".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was blocked and failed to deliver medication during use. The following information was provided by the initial reporter: "needle blocked."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 30-sep-2022. H.6. Investigation summary: customer returned one (1) used 32g x 4mm pen needle without a cover or tear drop label attached. Consumer reported needle blocked. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed. The broken npe cannula would prevent proper flow through the pen needle, hence, the customer would think the pen needle was clogged. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. No DHR review can be carried out as lot number is unknown. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The npe cannula was broken by the user after handling the pen needle. Based on the above, no additional investigation and no CAPA/sa is required at this time.